Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 392 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site, the pod's cannula was found bent. In addition the patient experienced pain at the pod infusion site. As treatment, the patient applied a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin. A leak test found no signs of leakage in the fluid path. No evidence was found that would result in pain during insertion at the infusion site; a root cause for the reported event could not be determined.